Event description:
Spontaneous. Rph (B)(4) from (B)(6) hospital requesting confirmation of dosing information for patient; author provided. Rph (B)(4) stated patient admitted due to issues with their catheter leaking (onset date unknown). Date of admittance or current length of hospitalization is unknown. No further information, details or dates available. Reported to cvs/caremark by health professional.